Event description:
The following is based off a review of the pt's med records provided to davol by the pt's attorney: on (B)(6) 2008 - the pt was diagnosed with pubic relaxation and stress urinary incontinence who underwent anterior/posterior repair with implant of a bard/davol flat mesh in the posterior area of the vaginal wall, sacrospinous ligament fixation and implantation of a non-davol mid uretal sling. On (B)(6) 2008 - pt reports pain and discomfort that continues in further office visits. On (B)(6) 2013 - the pt was diagnosed with problematic foreign body due to vaginal discomfort and sui. The pt underwent explant of the non-davol sling. Per operative details "we were able to isolate the problematic foreign body well above the midurethra." The bard/davol flat mesh appears to have been left implanted. Atty further alleges unspecified adverse pt outcome associated with the use of the device.

Manufacturer narrative:
Currently, it is unk to what degree the bard/davol device way have caused or contributed to the reported event. At this time there is no known mfg anomalies associated to the device. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.